Event description:
The laser system had the following problem: "the flow rate was 0.0 the laser was turned on and off multiple times without being able to clear. The back panel was taken off, the top chiller was put into key starting mode, the bottom chiller was unplugged and then the laser was turned on. The up arrow was hit and the chiller would kick on for a second and then kick the laser off. This was done 3 times without being able to clear the flow sensor error. The pump bleeding valve was then taken out and then the laser was turned on and water shot out of the valve. The valve was then put back in and the laser was then turned back on and the flow sensor error would still not clear. It was then put back into remote starting mode and still would not clear the flow sensor error".

Manufacturer narrative:
The problem was due to the chiller unit. After the replacement of this unit the laser system restarted to work. This chiller was sent to the MFR: it had a defective pump. We are unaware about pt injury.